Manufacturer narrative:
(B)(4): reason for late MDR due to implementation of process improvement.

Event description:
Pt states she does not know how long it has been since she last recharged her device but when she does recharge, she feels shocking. Also complains of occasional pain in her back where the lead is implanted. Additional info has been requested.